Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to high blood glucose levels (bg) reaching above 500 mg/dl while wearing pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. At the hospital the patient had blood work done to check bg's, and a manual injection of insulin was given. The patient was released a 4 hours later. The pod was discarded.